Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they became lightheaded and felt like somebody was punching them in their heart and their heart was beating hard, after they came near sound system. The implantable pulse generator (ipg)remains in sue. No patient complications have been reported as a result of this event.